Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant, impedances of greater than 40,000 ohms were measured on the left lead after the implantable neurostimulator (ins) was connected. The implantable neurostimulator (ins) was replaced and the issue was resolved. The patient was alive with no injury at the time of this report. The patient's indication for use is parkinson's disease.